Event description:
It was reported that one day post implant the patient experienced tricuspid regurgitation. It was further reported that the right ventricular (rv) lead exhibited intermittent loss of capture. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.